Event description:
It was reported that the customer's insulin pump was not reading the batteries and that the screen of the insulin pump was scratched up. The customer explained that the screen was hard to read. The customer also reported that there was air in the tubing of the infusion set. The customer's blood glucose was 600 mg/dl. The customer had experienced moderate ketones the day of the call. The customer treated her blood glucose with a bolus and manual injections. The customer had also received the failed battery test alarm. The customer confirmed that there was no damage or corrosion noted on the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.